Manufacturer narrative:
H.6. Investigation: when we checked the appearance of the actual product, no abnormalities such as breakage or poor sharpness were found. When checking the airtightness of the actual product (there was no leakage when pressurized for 15 seconds at the relevant jis standard 50 kpa), no leakage was found. When purified water was injected into the infusion bag and the product was punctured in the center, no leakage was found. When the actual product was punctured into another infusion bag (physiological saline solution bag "fuso" 250 ml serial number (B)(6)), no leakage was found. No abnormality such as loss or reproducibility of leaks was found in the actual product, so the cause could not be identified. H3 other text : see h.10.

Event description:
It was reported that leakage occurred with a sp set. The following information was provided by the initial reporter. "Hcp stung the spike set to the infusion bottle of cisplatin. Then drug leaked from the infusion bottle."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a sp set. The following information was provided by the initial reporter, "hcp stung the spike set to the infusion bottle of cisplatin. Then drug leaked from the infusion bottle."